Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 586 mg/dl at the time of incident and relevant blood glucose level was 72 mg/dl. Customer pulled out side and blood came out and declined trouble shooting for the issue. The insulin pump will not be returned for analysis.